Event description:
It was reported that pt underwent arthroscopic acl reconstruction of right knee in 10/1999. Post-operative radiographs indicated presence of fixation pin fragment. Pursuant to pt's request, arthroscopic surgery to remove pin fragment was performed 2 months later, without difficulty or injury. According to surgeon, device was modified after shipment by biomet.